Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck. A field service engineer verified sufficient disk space and accessed the desktop, but login to the application was unsuccessful. Coordinated with csc and accessed the device via remote smart service. Determined the cfnapp user profile was corrupted and re-imaged the station. Verified application launch and functionality post re-image. Technical support specialist dialed into the station, verified there was no communication issue, and login issue resolved. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on a blue windows screen, and the application was not launching. Customer tried to reboot but issue still persist. However, there were no delays or adverse events or injuries reported based on this event.